Event description:
Reporter states that the insert was seated posteriorly and then impacted on baseplate. There was 2-3 mm of micromotion once the insert was impacted. The insert was then removed and replaced with a identical insert which locked firmly. There was no adverse consequence for the pt.